Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing on the atrial channel. Programming changes were made. The patient was in stable condition.